Manufacturer narrative:
.

Event description:
Additional information was received that the patient had a generator replacement. Attempt for product return have been unsuccessful.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received that indicated the painful and erratic stimulation was first noticed 6/2014. The generator replacement was done for patient comfort it is unknown how the patient is doing since generator replacement. There was no manipulation or trauma or contributory programming or medication changes that caused or contributed to the events.

Event description:
It was reported that the patient has recently felt erratic stimulation. The patient reported that the device stimulation can be strong at times and that he feels short bursts of strong stimulation. It was reported that the patient experiences pain in the neck area. Interrogation of the generator showed the device was not at end of service. It was reported that the patient was referred for surgery. Clinic notes dated (B)(6) 2014, note that the patient is having occasional sharp electric pains in the generator pocket or his neck. It was noted that the physician recommends having the generator replaced as he thinks this might be the problem. No known surgical intervention has been performed to date.